Event description:
IV fluid attached to tpn was leaking at the second port down from top of bag. Required changing of fluids to clears and discontinuation of tpn. Manufacturer response for IV tubing, (brand not provided) (per site reporter). Requested mailer on [redacted date] from baxter. Escalated this issue to the FDA several times this month. Known defective process in mfg. Escalated this to baxter leadership on [redacted date] awaiting a meeting date to discuss the failure of their corrective action and continued risk to patients and staff.